Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b5; d6a; g3; h2; h6 clinical. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 10 years post-implantation, the patient underwent a left hip revision due to instability from poly wear. Metal on metal resulted in black tissue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat# # 63236985 shell porous with cluster holes, cat# 00625006530 lot# 63259448 bone screw self-tapping, cat# 00625006520 lot# 63240734 bone screw self-tapping, cat# 00801803602 lot# 63296299 femoral head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a left hip revision due to poly wear. Attempts have been made and no further information has been provided.